Event description:
It was reported that the patient was not able to adjust the stimulation on her device. It was noted that 'only the 9v light was coming on.' The patient noted that she always had her stimulator turned on, but 'realized her device was off in the physician's office.' It was indicated that the patient attempted to use the patient programmer, but it was not turning on the device. Additional information reported that the patient noted that her 'stimulator was not working.' The patient noted that she was only seeing the 9v battery icon. Basic functionality of the device was reviewed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-66, serial# (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1999, product type programmer, patient; product ID 3487a, lot# l64803, implanted: (B)(6) 1999, product type lead. (B)(4).